Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker was not able to communicate with the patient's home monitor due to loss of radiofrequency (rf) telemetry. A software update was performed and rf telemetry was restored. The patient was in stable condition.